Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing and inappropriate shocks. There were also reports of pacing inhibition. There was no report shock therapy exhaustion. The rv lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The proximal portion of the lead was returned for analysis. Lab analysis did not have any significant findings.